Event description:
It was reported that during the implant procedure, the atrial and ventricular lead parameters tested "abnormal." The leads were not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the atrial and ventricular lead parameters tested "abnormal." The leads were not used and other leads were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.